Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. The inside diameter of the patient connector of the device was found to be within specifications. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a minicap transfer set could not connect to the titanium adapter. This occurred when the customer changed the transfer set. There was no patient injury or medical intervention associated with this event. No additional information was available. This is complaint 2 of 2